Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the tubing of a bd vacutainer® push button blood collection set, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a hole in the tubing was not observed; rather, further inspection of the tubing identified a small molding particulate (embedded) that may have been interpreted as a hole due to the properties of the particulate. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for a hole in the tubing was not observed; however, it was determined that the tubing had a molding issue that appeared to look like a hole but the tubing was sealed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing molding issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.